Event description:
It was reported that following a pulmonary vein isolation procedure performed with farawave, the physician proceeded with a cavotricuspid isthmus (cti) ablation using farapoint. Before starting, 3 mg of risordan were administered approximately 3 minutes prior to the first application. After a few applications at 2 kv, both the nurse and the physician noted st segment elevation on the electrocardiogram in leads ii, iii, and avf. A subsequent review of the ECG and egm recordings stored in opal confirmed that the st segment elevation was first observed after the third cti application, which was delivered close to the tricuspid valve. In response to these, the physician administered 2 mg of risordan. No further interventions were required, and the procedure was completed with the same device. The patient was fully recovered. The device will not be returned for analysis as it was disposed of.